Event description:
Several patient bun results failed a delta check. When retested, twelve patient reports had to be corrected with lower results. Incorrect results were not used to guide patient treatment. The field service representative found the reagent was contaminated and repaired the instrument by decontaminating the sample probes and reagent.